Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer developed a skin rash due to the plastic material on the pump t:clip case. The customer was to discuss the issue with a healthcare provider.